Manufacturer narrative:
During servicing of an electrode belt, which was returned for investigation into a non-reportable patient death, a reportable malfunction was found. The belt failed incoming functional testing. The root cause for the failure was that ECG a,b and front te cable grommet were cut.    The root cause for damaged cable was physical abuse. There is no indication that this device malfunction caused or contributed to the patient's passing.

Event description:
During servicing of an electrode belt, which was returned for investigation into a non-reportable patient death, a reportable malfunction was found. The belt failed incoming functional testing. There's no indication that the damaged electrode belt caused or contributed to the patient's passing.